Manufacturer narrative:
(B)(4). Concomitant medical products: persona proximal tube, catalog #: 42539900100, lot #: unknown. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02001, 0001822565-2018-02002.

Event description:
It was reported that the alignment guide was blocked and could not move. Due to the difficult alignment, two recuts on the tibia were necessary. A surgical delay of sixty minutes was reported.

Manufacturer narrative:
(B)(4). Reported event is considered confirmed as visual examination showed the device had scratches and functional testing shows proper functioning after proper lubricant is applied. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause of this reported issue is due to non-lubrication of the instrument. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: concomitant products: persona proximal tube, catalog #: 42539900100, lot #: 63596546 .